Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.204 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(4) 2007 population product advisory was initially communicated on (B)(4) 2007, exhibited tones. The device had declared elective replacement indicator (eri). Subsequently, an invasive revision procedure was performed and the device was explanted and replaced. No adverse patient effects were reported during the procedure.